Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle broke during continuous suturing of the dermis while closing the incision. The patient underwent a x-ray and no needle fragment was visualized. The surgeon opines that since the fascia was already closed, the needle was not in the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ebm195. Batch edm465. Batch ejz359.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. A visual inspection of the scanning electron microscope (sem) photos was performed which revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. In order to avoid this kind of damage the package insert cautions: to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.